Manufacturer narrative:
In the previous report, the manufacturer captured incorrect information in box h. The following correction has been corrected in this report. In box h: the (device) problem code grid, evaluation results code grid, component code grid and conclusion code grid has been corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged that the device no longer turns on. There were no reports of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. Using a known good power supply and power cord, product investigation laboratory tech was able to confirm the device powers on but would not provide therapy. These errors were not reproduced with continued usage and do not impact this investigation. Internal investigation found an unknown dust contaminant on the flip doors, top enclosure, rear panel, ui panel, bottom enclosure, rear panel, blower, blower seal, and blower box. Product investigation laboratory found corrosion on the pca board and surrounding areas, likely due to water ingress. Evidence of water ingress was also found on the blower and blower box. A keratin-like substance was observed on the blower box outlet. Evidence of sound abatement foam degradation/breakdown was not observed. Product investigation laboratory confirmed no presence of degraded sound abatement foam using a fitt (foam integrity test tool) and the associated procedure, unable to directly address any symptoms and cannot confirm the complaint of device not turning on.